Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the autonomous movement of the cursor caused the programmer malfunction during the automatic decrement threshold test. It was noted that the stylus was not functional, and no visible damage was observed. Additionally, it was observed that the paper tray was nearly empty, both cord bay latches were broken, the media bay door and the right keyboard hinge were damaged. Furthermore, the upper and lower display hinges were reported to be worn. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a device follow-up session when the user removed their finger from the programmer touchscreen when performing the automatic decrement threshold test, the test was not interrupted and the programmer continued to decrement the voltage after the capture threshold had been reached. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction analysis no autonomous movement was reported in error. Corrected analysis: analysis was unable to confirm the programmer malfunction during the automatic decrement threshold test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.